Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site caused by non-device related weight loss.

Manufacturer narrative:
Additional information was received that the revision will not take place at this time.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site caused by non-device related weight loss.